Manufacturer narrative:
The customer states they have corrected the issue in rapidcomm. The customer corrected the medical record number (mrn) and deleted the accession number which had not transmitted to the lis. Once the issue was corrected by fixing the mrn and queried the proper demographics into the patient sample, the retransmission was successful.

Event description:
The customer reported that while running a blood gas, the operator scanned the wrong patient ID #(B)(6) instead of the correct ID #(B)(6). The customer manually entered the correct results on another accession number. The doctor is aware of this event. There was no impact to the patient.